Event description:
The customer tested her blood glucose using 2 contour next ez meters and received readings of 218 and 97 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The initial reporter phone number was not provided.